Event description:
Procedure: ventral incisional hernia. According to the reporter: the patient underwent a hernia repair procedure for treatment of her ventral incisional hernia. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4)